Manufacturer narrative:
Unit was evaluated and no defects found.

Manufacturer narrative:
Previously supplemental incorrectly indicated that the unit had been evaluated and no defects were found. The supplemental should have indicated that that model and lot # of the mattress could not be obtained from the hospital, so the unit could not be evaluated. Additionally, the customer was not alleging a device malfunction.

Event description:
It was reported by the customer that a patient allegedly developed a pressure ulcer while on the rem mattress; however; there was no medical intervention reported.

Event description:
It was reported by the customer that a patient allegedly developed a pressure ulcer while on the rem mattress; however; there was no medical intervention reported.

Event description:
It was reported by the customer that a patient allegedly developed a pressure ulcer while on the rem mattress; however; there was no medical intervention reported.

Manufacturer narrative:
Manufacturer¿s investigation is still ongoing; if additional information is received, a follow-up report will be submitted.